Event description:
The customer reported that biotestcell -a1, -a2,-b, -o did not yield a clear negative test results when used with two patient samples which included an anti-m and an antibody of the lewis system. Neither the complaint sample nor the affected patient samples were sent in for investigational testing. Therefore the retained sample was tested by our quality control laboratory. All reagent red blood cells reacted unambiguously and showed correct results. We did not observe any false positive reactions. The false positive reactions the customer claimed with biotestcell -a1, -a2,-b, -o is most likely associated with a (strong) cold antibody in the patient serum. The reagent red blood cells are of human origin and contain blood group antigens abo and other blood grouping systems. In this case the customer complained, the antigens of the reagent red blood cells reacted with the respective antibodies in the serum or plasma of the patient(s). This is not a product deficiency. Our IFU describes that a blood type determination is considered safe if the serum characteristics correspond to the red blood cell characteristics. Testing in our quality control laboratory confirms that the allegedly defective lot of biotestcell-a1, -a2,-b,-o functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.